Event description:
The customer reported the light guide connector was sticking.

Manufacturer narrative:
Updated fields: d8, d9, h6, h10 corrected fields: a1, b5, g2, e1, h3 (not returned to manufacturer was inadvertently selected and should be blank), h6 (remove 4112 and 4110 from type of investigation in the initial and corrected component code from 4755 to 4733). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the loose connector occurred due to excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation; scratches on the cover glass and the light guide connection adapter cannot be detached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
A rigid scope was returned to an olympus service center in japan for repair with a loose light guide connector. There is no indication that the reported failure occurred during a procedure and there was no report about an adverse event or patient injury.